Event description:
It was reported the patient experienced ineffective stimulation due to high impedances on 9-16 contacts. Surgical intervention may be pending to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000138892.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.